Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited an unknown scope communication error. The malfunction occurred during setup before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction of the gastrointestinal videoscope exhibited an unknown scope communication error was confirmed. During the investigation, a b30 (scope communication error) and no image was observed. The root cause of the b30 (scope communication error) and no image was corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.